Event description:
It was reported that this pacemaker was suspected of the minute ventilation (mv) rate response feature was not operating as expected. The physician reported that the patient alleged feeling lethargic after exercising for short periods. The physician had the patient walk up and down the stairs in the office and observed that the patient heart rate dropped as soon as it reached 110 beats per minute (bpm). The physician requested technical services (ts) review the pacemaker data. Ts reviewed the provided data, and recommended programming optimization options to the physician. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.